Manufacturer narrative:
Device evaluated by MFR.: a mustang 6mm x 4cm, 24atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from the inner shaft and coming out of the tip. The leak coming out from the tip, most probably occurred due to the user applying excessive force to the delivery system when loading guidewire into device. The tip of the guidewire most likely punctured the inner shaft between the inflation lumen and guidewire lumen. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf) in the left axillary artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was normal.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an arteriovenous fistula (avf) in the left axillary artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was normal.